Manufacturer narrative:
Return requested for suspect radiolucent frame mount arm. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the site's stealth air arm became stripped. They had to tear down the sterile drapes and re-register to continue the procedure. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, an investigation into returned parts with similar reported malfunctions found that the probable root cause was of the damaged frame attachment screw holes was misalignment of the screw threads during frame attachment. Arms and reference frames may be positioned at a variety of locations relative to the user and care must be taken to ensure that the screw is aligned with the hole on the frame mount prior to tightening. The heavy concentration of complaints from a single customer implies that physical damage due to improper handling may be a contributing cause of the observed frame mount failures. Training has been conducted at the site. Complaint trending does not indicate an adverse trend exists at this time and complaint totals for the part are low overall. Monitoring will continue per standard pmm procedures and additional action will be taken if an adverse trend is identified.